Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 20 mg/dl was entered into the pump by the user on (B)(6)2019 at (B)(6)pm. Immediately following, user delivered a 2.7 unit bolus for 20 grams of carbohydrates and a bg of 93 mg/dl. The user likely entered the bg value of 20 mg/dl in error. Continuous glucose monitor was not in use on (B)(6)2019. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed at (B)(6)pm. There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. The cause of the low bg was reportedly unknown. The customer addressed the low bg by consuming orange juice.